Event description:
This report summarizes 160 malfunction events in which the device had paint chips missing. - 159 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 160 previously reported events are included in this follow-up record. Product return status 4 devices were received. 148 devices were evaluated in the field. 8 devices were not available for evaluation.

Event description:
This report summarizes 160 malfunction events in which the device had paint chips missing. 159 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 147 events were originally reported for this failure mode during the reporting quarter; however, 13 events were inadvertently excluded. 160 reported events are included in this follow-up record. Product return status: 16 devices were received. 135 devices were evaluated in the field. 8 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 147 events were reported for this quarter. Product return status: 8 devices were received. 135 devices were evaluated in the field. 2 devices were not available for evaluation. 2 device investigation types have not yet been determined. 147 devices were not labeled for single-use. 147 devices were not reprocessed or reused.

Event description:
This report summarizes 147 malfunction events in which the device had paint chips missing. 146 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.